Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective insep and drawer sensor. The field service engineer replaced insep and drawer sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 7 was failed to stay closed and caused a delay in dispensing medication to a patient. The customer added that this malfunction occurred during the user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.